Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the device went into back-up mode following several high voltage (hv) therapies due to several ventricular arrhythmia. All hv therapies were appropriate and effective; however, the ICD reached the maximum capacitor charge time in the last episodes resulting in back-up vvi due to low battery voltage. An external defibrillator was used to terminate the arrhythmia. The patient was intubated and unconscious due to the arrhythmic storm. Device replacement was recommended. No further information was available at this time.